Event description:
It was reported a spectrum pump had an unknown error. During evaluation, the error was found to be a constant door not fully latched message. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported door not fully latched messages, caused by separation of the front and rear cases. This resulted in excessive force being needed to close the door. Evaluation also identified multiple door jammed messages within the pump history log. The front case was replaced to correct this condition.